Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular vena cava filter deployment procedure, the filter allegedly did not expand. It was further reported that the filter was captured and retrieved using a snare and another device was allegedly used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The previously submitted emdr inaccurately reported the date. The date should have been reported as 01/26/2018. A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The device was returned with one filter arm and two filter legs crossed. Therefore, the investigation can be confirmed for failure to expand due to the crossed filter limbs. Per the reported event details, the filter was manipulated after deployment and eventually retrieved with a snare device. Either interaction could have contributed to the crossed limbs of the returned sample. However, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Failure of filter expansion/incomplete expansion.

Event description:
It was reported that during a jugular vena cava filter deployment procedure, the filter allegedly did not expand. It was further reported that the filter was captured and retrieved using a snare and another device was allegedly used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The device was returned with one filter arm and two filter legs crossed. Therefore, the investigation can be confirmed for failure to expand due to the crossed filter limbs. Per the reported event details, the filter was manipulated after deployment and eventually retrieve with a snare device. Either interaction could have contributed to the crossed limbs of the returned sample. However, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion.

Event description:
It was reported that during a jugular vena cava filter deployment procedure, the filter allegedly did not expand. It was further reported that the filter was captured and retrieved using a snare and another device was allegedly used to complete the procedure. There was no reported patient injury.